Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) white tube/sealant never came down, there is sealant visible on the device. There was no reported patient injury. The user shuttled down completely. The deployer was trained. The target was the femoral. Hemostasis was achieved using manual pressure for less than 30 minutes. The patient recovered. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedure sheath was on the catheter, and the advancer tube was observed to have returned separate from the device. The sealant was not returned with the device. The procedure sheath, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was re-loaded on the returned device and found properly engaged to the distal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1912002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ was not confirmed since the device was received without the sealant and advancer tube was no longer on the device. It could not be conclusively determined why the shuttle down step (failure to deploy) could not be completed. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported; however, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure since functional analysis was performed successfully. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1912002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) white tube/sealant never came down, there is sealant visible on the device. There was no reported patient injury. The user shuttled down completely. The deployer was trained. The target was the femoral. Hemostasis was achieved using manual pressure for less than 30 minutes. The patient recovered.